Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a capsular tear occurred in the right eye during laser assisted cataract surgery. The patient was poorly dilated so the treatment plan and capsulorhexis were reduced to accommodate the poor dilation and iris hooks were used. When nearing the end of phacoemulsification, the surgeon noted that the capsule was gone so an anterior chamber intraocular lens was inserted and three sutures were used to close the primary incision to complete the procedure.

Manufacturer narrative:
Additional information: there were no technical services requested or performed regarding the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.